Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac. A 7.0mmx60mmx135cm (4f) sterling catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at nominal pressure for 2 seconds. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.